Manufacturer narrative:
Additional information received on 28 june 2016 and includes: the pathogen results will not be available. On 28 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
First revision surgery performed on (B)(6) 2015 due to cup loosening (B)(4). Second revision surgery performed on (B)(6) 2015 due to pain issue (B)(4). On (B)(6) 2016, the medical affairs performed a clinical evaluation and commented as follows: according to report, the reason for this revision in a patient who sustained several operations at his hip is infection. There is no reason to suspect otherwise and no reason to suspect that a faulty device originated it. Batch review performed on 27 april 2016. Lot 142391: (B)(4) items manufactured and released on 17 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size m 0, code 01.25.022, lot. 144543 (k072857) (B)(4) items manufactured and released on 23 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Flat pe hc liner ø 32/c, code 01.26.3239hct, lot. 146004 (k120531) (B)(4) items manufactured and released on 03 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 20, code 01.26.65.20, lot. 136311 (k103352) (B)(4) items manufactured and released on 05 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 35, code 01.26.65.35, lot. 135325 (k103352) (B)(4) items manufactured and released on 22 january 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 30, code 01.26.65.30, lot. 120590 (k103352) (B)(4) items manufactured and released on 03 may 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
A few months after the second revision surgery, the patient came in due to pain and swelling. The surgeon determined that the patient had an infection. The surgeon revised all the implants and input a spacer. The surgery was completed successfully. X-rays are available. Explants are not available.